Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00954. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern) and penumbra coil 400s (pc400s). During the procedure, the physician successfully placed the lantern in the target location and then attempted to advance a pc400 through it. The physician, however; experienced resistance around the tip of the coil reaching the tip of the lantern and was unable to advance the pc400 through the lantern, and therefore the lantern was removed with the pc400 inside. The procedure was then completed using a new microcatheter, the same pc400, additional pc400s, and additional coils. There was no report of an adverse effect to the patient.